Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient generated on an architect i2000sr analyzer. The patient is diagnosed with cancer and arthritis and generated an elevated result of 0.03 ng/ml (the customer uses a cut-off value of 0.03 ng/ml). The patient's physician stated that there are no clinical symptoms of a myocardial infarction. A second sample was obtained and generated similar results. There is no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Returns were not made available from the customer site for this evaluation. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. Accuracy testing was performed using a retained kit of lot 69726un14 against a panel that uses the same matrix as patient samples used for testing during manufacturing. All results fell within the specification range of 0.23 to 0.43 ng/ml, which indicates acceptable product performance. The architect stat troponin-I assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue is related to one discreet patient sample. No additional issues were identified.